Manufacturer narrative:
(B)(4). D10. Unknown g7 bearing 44mm x28mm item# unknown lot# unknown. G2. Report source: australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported patient had primary hip surgery. Subsequently, approximately 1 year and 3 months post implantation, was revised due to disassociation of g7 bearing from ceramic head. Patient complained about pain in right hip. Diligence is completed and no further information on the reported event has been provided.

Event description:
Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h6, h11. The product involved in the reported event was not returned for investigation; however, one picture was provided to the product surveillance team for examination. The provided pictures shows the explanted components in the operating theater. The femoral head has been removed from the stem. There is very apparent metallic smearing to be seen on the articulating surface as well as within the taper connection. A review of the device manufacturing records could not be performed due to missing lot number. A review of the complaint history could not be performed due to missing reference and lot numbers. One radiographic image was provided and reviewed by a radiologist with the following findings: single coronal image from a CT of the right hip in bone window. Right total hip arthroplasty with noncemented femoral stem and acetabular component with single fixation screw visualized. The femoral head is not concentrically aligned with the acetabular cup as there is marked asymmetric superior migration of the femoral head resulting in the head contacting the superolateral aspect of the acetabular shell. This finding suggests polyethylene liner dissociation from the shell. Although the displaced liner is not definitively visualized on the included single image there is an oval lucency superolateral to the femoral neck that could represent the liner. The required anatomic landmarks are not included in the imaging, precluding numerical measurement, but the femoral stem appears to be in relative mild varus alignment. Based on the available information, the reported event can be confirmed. However, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.